Event description:
Material #:309657; batch#:4116045. It was reported that the bd syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: while administering depo injection, medication began to leak from hub where needle was inserted into syringe, even though it was screwed in tightly and correctly. 305902 also attached lot # 4095458.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(6): supplemental MDR - leakage. One sample was provided to our quality team for investigation. The sample was tested for leakage test, and no leakage was observed. The condition observed is acceptable per product specification. Furthermore, a device history record review was completed for provided lot number: 4116045. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.